Event description:
(B)(4). Since essure was inserted in my tubes not only did my left side fail but since I have had severe pains on my left side and it causes my blood pressure to rise because of pain. Since essure I have also had two periods a month for several months. I can't lose weight even with working out and clean eating. I also have a nickel taste in my mouth always and get headaches often and fatigue always.